Event description:
It was reported that during a matrix posterior de-gen case, the surgeon was using a t-25 stardrive shaft f/matrix, and the star point edges at the end of the driver broke off. The surgeon used suction and removed the shards of metal. This happened two times. Other drivers were selected and the procedure was completed. This is 2 of 2 reports for the same event.

Manufacturer narrative:
Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. The sample was received with the stardrive form edges damaged on all points. All six outer lobes making up stardrive a were dented/fractured. As a result, measurements could not be completed. One lobe broke off approx 1 mm from the face of the driver. Measurable dimensions were found within specification. Due to the noted damage, physical dimensional verification could not be completed. A review od the device history record did not show issues that could have contributed to the reported event.